Manufacturer narrative:
Analysis received the unit with moisture damage found on the keypad traces. However, all the buttons functioned properly. There was no button error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons are not working correctly on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.